Event description:
It was reported that the patient was experiencing phrenic nerve stimulation (pns) due to the left ventricular (lv) lead. The lead was programmed inactive as an interim solution. The lv was then repositioned to resolve the event. The patient was stable.